Event description:
It was reported that when the healthcare provider tried to implant the lead, he noticed that the lead had a bent tip. The lead was not used. The implant was completed with a new good lead. No further details, patient symptoms or outcome were provided. Refer to manufacturer report # 6000153-2011-08946.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of lead model 3389s-40 lot # v772097 showed distal end of lead is bent (new out of the box). Outer insulation was intact. Continuity was acceptable; no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.